Manufacturer narrative:
Initial.

Event description:
It was reported that the user had been without supplies and was disconnected from the ilet for approximately one day, then reconnected with assistance to pair a dexcom g7 and connect an infusion set; a high blood glucose reading of 292 mg/dl on the pump and 320 mg/dl by fingerstick was observed after the user had eaten dinner about two hours before reconnecting. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and user-declined follow-up with plan to call back if glucose did not trend down. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed no device malfunction reported and no alerts observed, with hyperglycemia temporally associated with recent meal and reconnection after a supply gap. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.